Manufacturer narrative:
Per the customer, qc was acceptable during the incident. A field service engineer (fse) was dispatched for this event. The fse replaced the sample probe and primed the instrument. The fse then performed a carryover test which resulted normal. The fse ran all levels of tg controls which the qc results were normal. The fse noted that the streams of the sample mixer wash cup were not big enough, so the fse replaced the mixer wash cup assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high triglyceride (tg) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The samples were subsequently repeated and the tg results were lower. The erroneous results were not reported out of the laboratory. The results, provided by the customer, are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.